Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent re-operation due to infecting at t11/l3. Intra-op, the tip of the obturator broke at the time of removing the implant. There was an overall delay of less than 60 min in procedure time as a result of this event. No fragment of the instrument remaining in the patient. No health damage in the patient was reported.

Manufacturer narrative:
Product analysis result: visual optical dimensional hardness visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted , consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.